Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) in drain 4 of 4 on the homechoice (hc). The home patient (hp) stated he had disconnected and forgot to press stop before disconnecting. Hp also reported he reconnected and then alarm occurred. Technical service representative had hp cycle power and disconnect from machine and contact nurse. Hp stated he will finish with a manual exchange. No patient injury or medical intervention was reported at the time of this event.

Event description:
An adc customer's husband reported that at 12.30am on (B)(6) 2010, the customer was having hypoglycemic symptoms and had received a reading 7.9mmol/l on their fs freedom lite meter that was higher than they were feeling. Customer reportedly experienced sweatiness and denied a loss of consciousness however, husband stated he found her "unresponsive". Customer's husband gave her (B)(6) (an energy drink) and paramedics were called. Upon arrival, paramedics obtained an hcp meter reading of 2.8mmol/l twenty minutes after the initial adc meter reading and treated customer with a glucagon injection. Customer was not transported to a local health care facility and no diagnosis or additional treatment were reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading, the customer reported was found in meter's memory. This is a final report.

Manufacturer narrative:
It is important to note that the customer reportedly did not wash or prepare the test site correctly at the time the reading was obtained. Per product label copy: not preparing the test site properly may produce imprecise results. The product has been requested back for investigation and a supplemental report will be sent once investigation results are completed.